Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: n/a, batch: 50529.

Event description:
Related manufacturer reference number:1627487-2023-01367. It was reported that the patient experienced pain and a burning sensation at the ipg site due to ipg migration. As a result, surgical intervention was undertaken on 21 march 2023 wherein the entire system was explanted and replaced to address the issue. During the procedure, it was noted that one of the leads exhibited high impedances. It is unknown which lead had high impedance.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.